Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro and an irrigation issue during use on the patient issue occurred. The catheter stopped irrigating about halfway thru the procedure. They checked the irrigation tubing and the connections with no resolution. Reseated the tubing and the catheter with no resolution. When the catheter was replaced, the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31245526l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The catheter stopped irrigating about halfway thru the procedure. They checked the irrigation tubing and the connections with no resolution. Reseated the tubing and the catheter with no resolution. When the catheter was replaced, the issue resolved. The bwi product analysis lab received the device for evaluation on 02-apr-2024. The device evaluation was completed on 08-apr-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and during the analysis, an occlusion was detected. Further investigation revealed that the irrigation holes were occluded by reddish material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the information collected, the reddish material residues observed in the irrigation holes could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the reddish material could be related to the normal result of the ablation process during the procedure. The instructions for use (IFU) contain the following recommendations: flush the tip to ensure that the irrigation holes are not plugged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).